Event description:
It was reported that during a follow-up, the physician found a battery voltage of 2.54v and a maximum charge time of 15.9 seconds. Clinically unresolved. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.